Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of lumbar stenosis and spondylolisthesis and underwent t10 through t12 la minotomies, l1-2 and l2-3 gill laminectomies, l1-2 and l2-3 posterior lumbar inter-body fusion,l1-2 and l2-3 placement of inter-body fusion devices, removal of posterior segmental instrumentation,t10 through l:5 posterior segmental instrumentation and posterolateral fusion, and local bone graft. Intraoperative fluoroscopy was used. Per operative report: ¿¿.the posterior lumbar inter-body fusions were performed next at l1-l2 and l2-l3. These were performed using standard single cage technique transversely from the left side. Surgeons used peek cages. The interspaces were filled with local bone autograft and bmp (bone morphogenic protein). Autograft and bmp were placed with in the cages as well. Surgeon used a 10 mm height cage a t l2-l3 and an 8 mm height cage a t l1-l2. Next, the pedicle screws were placed t10 through l2 bilaterally using standard least resistance technique under fluoroscopic guidance again. All pedicles were probed and tapped and probed with a ball-ended probe prior to placing the screws so as to confirm that there were no cortical breeches. Laminotomies were performed t10 through t12. .. . The rods were then placed and tightened down to the manufacturer's recommended torque. Titanium screws and titanium rods were used . These bridged t to the instrumentation that was present inferiorly . Finally, the posterolateral fusion was performed t10 through ls using the remainder of the autologous bone morselized autograft and the remainder of the bmp. There proved to be a copious amount o f bone graft . .. There were no apparent complications."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterior-approach multi-level lumbar fusion at levels l1-l2 and l2-3 us ing rhbmp-2/acs . Sometime postop, the patient reportedly began experiencing increasingly severe pain. It was reported that on an unknown date in 2011, the patient underwent lumbar fusion surgery using rhbmp-2/acs and that it was causing him multiple complications and injuries. He was diagnosed to be suffering from cancer in (B)(6) 2014. He suffered from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish. Allegedly, such injuries contributed to development, growth, and/or progression of cancer leading to patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.